Event description:
Additional information was received that during implant, three deployment attempts were performed. The valve was recaptured due to the placement position was too deep or too shallow and there was no difficulty recapturing the valve. The cerebral infarction (ci) was confirmed via computed tomography. It was noted the ci symptoms presented on the same day the valve was implanted; however, it was unknown if the patient had any permanent impairment. Per the physician, the cause of the ci was unknown. In addition, the valve and the valve implant procedure contributing factors to the ci were unknown. The patient related factor contributing to the ci was also unknown. It was reported the patient received treatment, but details were unknown, and it was unknown if the ischemia was resolved. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that heart failure occurred prior to the permanent pacemaker implant. It was reported that the occurrence and worsening of heart failure was not related to the permanent pacemaker. Following the permanent pacemaker implant, the patient¿s heart failure improved.

Manufacturer narrative:
Corrected: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 us serial/lot (B)(4). Use by date 2025-02-27 UDI (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and sixteen days prior to the implant of this transcatheter bioprosthetic valve, cerebral infarction (ci) was noted. Afterwards, aortic stenosis was identified. During the implant via transfemoral access, recapture was performed three times. Subsequently, a transcatheter aortic valve implantation (tavi) was performed even after the ci. It was noted the patient woke up after post-operative anesthesia but developed completed atrio-ventricular block (cavb) and multiple cis. A medtronic permanent pacemaker (pp) was implanted due to cavb. It was noted the ci occurred first, and left arm palsy remained; the ci this time resulted in dysphagia and mild cognitive impairment. The patient developed heart failure as a result of a pp implantation and was currently hospitalized and undergoing rehabilitation. Per the physician, due to recapture was performed three times, this may have resulted in thrombus which was trapped in the brain. However, it cannot be said that the cause of tavi was clear. In addition, the implanting physicians reported that they had done all they could do to prevent the recurrence of the ci. Four days post-implant, the patient was reported to be recovered from the cavb. However, four days later, the patient was reported to not recovered from the ci. No additional adverse patient effects were reported.